Event description:
Reported issue: emergency rescue service: the patient is reanimated by a first-aider when the ambulance service arrives. The time period of the circulatory arrest is unclear because it is an unobserved event. The intraosseous ez-io driver is used, but it has no power to insert the needle into the tibia. A test run for re-establishment after use has been successfully completed. Since there are other possible types of access besides intraosseous access, there are no direct serious consequences. The possible consequences of creating another access in an unstable patient situation due to the increased expenditure of time are difficult to assess and vary from case to case. If it is not possible to find another access in individual cases, this can lead to death in unstable patients, for example due to the lack of drug therapy or the consequences of hypovolemia. Additional information: the insertion site was the tibia with a 25mm needle. The patient died. The death was not related to the device failure. There was no patient harm. Reanimation of the patient was in process. The user had performed intraosseous access before; manual placement was not attempted. The delay before access is unknown. Vascular access was unsuccessful. Intraosseous access was placed in the tibia on the other leg using a back-up driver.

Manufacturer narrative:
Qn#: (B)(4). The DHR file is not available for review in the us. The customer returned two photos of the driver, one of the driver body and another of the serial number. No defects were observed in the photos. Ez-io driver 9050 (sn (B)(6)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable. The 9050 drivers do not have a battery level indicator light. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst-case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ref-(B)(4)) while applying approximately 8 lbs. Of force on a weight scale (ID: ref-(B)(4). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3): insertion 1: 4.22 secs; insertion 2: 3.57 secs; insertion 3: 3.84 secs. Hard profile (105 lbs/ft3); insertion 1: 12.54 secs; insertion 2: 10.62 secs; insertion 3: 10.22 secs. The driver successfully negotiated both the medium and hard saw bone insertion testing. The complaint cannot be confirmed. Additional testing is not required as functional inspection has determined no fault found with the driver. A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 01/2009 and is approximately 12 years old. The complaint cannot be confirmed. Functional testing has confirmed no fault found with this driver. No corrective/preventative actions will be assigned. Functional testing has confirmed no fault found with this driver. No further action required.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: emergency rescue service: the patient is reanimated by a first-aider when the ambulance service arrives. The time period of the circulatory arrest is unclear because it is an unobserved event. The intraosseous ez-io driver is used, but it has no power to insert the needle into the tibia. A test run for re-establishment after use has been successfully completed. Since there are other possible types of access besides intraosseous access, there are no direct serious consequences. The possible c consequences of creating another access in an unstable patient situation due to the increased expenditure of time are difficult to assess and vary from case to case. If it is not possible to find another access in individual cases, this can lead to death in unstable patients, for example due to the lack of drug therapy or the consequences of hypovolemia. Additional information: the insertion site was the tibia with a 25mm needle. The patient died. The death was not related to the device failure. There was no patient harm. Reanimation of the patient was in process. The user had performed intraosseous access before; manual placement was not attempted. The delay before access is unknown. Vascular access was unsuccessful. Intraosseous access was placed in the tibia on the other leg using a back-up driver.